Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing while connected at the site. Reportedly, customer woke up and was in the fill tubing step. Customer's blood glucose was in the 40's (mg/dl) which was addressed with a doughnut. Tandem's technical support educated the customer that the fill tubing step can be entered if the user pressed on option then load and then fill tubing. Reportedly, customer did not acknowledge this information and declined further troubleshooting.